Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields device evaluated by MFR and correction/removal number were updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 3.7 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. The patient applied pressure to her finger when collecting the sample for meter testing. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 5.6 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.68 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's product was requested for investigation. Retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.